Event description:
It was reported that the t:slim x2 pump battery would not charge, resulting in a power source alert. There was no adverse impact to the customer's blood glucose level, as the pump issue did not lead to a shutdown or inability to turn back on. The customer resolved the issue by leaving the pump plugged into a working outlet for at least 30 minutes using the original charging supplies, after which the pump began charging, and no further assistance was required.